Event description:
Journal reference: schuuman pr, bosch da, merkus mp, speelman jd. Long-term follow up of thalamic stimulation versus thalamotomy for tremor suppression. Mov disord. 2008;23(8): 1146-1153. Thalamic stimulation and thalamotomy for treatment of tremor due to parkinson's disease, essential tremor and multiple sclerosis were compared in a randomized trial. The symptomatic and functional outcome was studied after 5 years of follow-up. Sixty-eight patients were treated (45 pd, 13 et, 10 ms) by thalamotomy (n=34) or thalamic stimulation (n=34). After 5 years, 48 patients were available for follow-up. Reportable event; one stimulation patient experienced infection required stimulator explantation and reimplantation. See mfg report 2182207200805826.